Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump had run out of insulin and the customer did not change out the supplies. As a result the blood glucose (bg) level was 316 mg/dl and insulin injections were administered to address the bg level. The customer had received multiple cartridge change errors while attempting loading multiple cartridges. The customer was to use insulin injections for insulin therapy.